Event description:
It was reported that during a pci procedure, the maverick2 monorail ptca catheter balloon ruptured at 6 atms on inflation. The number of inflations and to what atm is unk. The lesion being treated was a calcified, 99% stenosed lesion in the very tortuous apical left anterior descending (lad) coronary artery. All concomitant using products were unk. The procedure was successfully completed with another device. No pt injuries or complications were reported.